Manufacturer narrative:
The event date was reported as an unknown date in (B)(6) 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis due to a connection issue. The patient ¿played with their transfer set and it disconnected from the patient line¿. The patient¿s parent immediately clamped the transfer set and went to the pd clinic. No treatment was provided at that time. ¿a few weeks later¿, the patient exhibited cloudy effluent and ¿fibrin¿. The patient was hospitalized and diagnosed with peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered from the event. No additional information is available.